Event description:
Pt underwent knee arthroscopy using MFR's electrode. After procedure, a burn was noted on medical incision of knee (proximal to the supromedial portal). The electrode was examined by the biomed dept and it was found that the insulation was separated and/or inadequate sheath-to-hub defect noted.